Manufacturer narrative:
Patient has an infection. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met. It was reported that cause may be related to patient's renal dialysis.

Event description:
Patient has an infection. Revision surgery is planned to exchange the poly inserts.